Event description:
In late 2008, the johnson & johnson corporate legal department received a letter from an attorney on behalf of a patient. The letter, dated 12/08/2008, indicates that the patient presented to the emergency room in 2007 with "inflammation and acute photosensitivity" in the left eye. Letter also indicates that the patient was admitted overnight for a referral to an eye clinic the following morning and that, "there are team of doctors, after finally succeeding in opening the inflamed eye through administering extensive steroid drops, cleaned out the infection. The doctors characterized the infection as a corneal ulcer / abrasion." Letter also states that the patient has a permanent corneal scar and currently experiences "halo effect" with his vision and that even with the use of hard contact lenses, the patient's best corrected visual acuity is 20/25. The reporting attorney has provided no additional info at this time. It is unk if the product in question is available for return for evaluation. The lot number of the product in question was provided. A lot history was completed and indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling for reuse. No conclusions can be drawn.